Event description:
It was reported that the patient presented in clinic for a device change out procedure. The right ventricular lead exhibited noise. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 11 cm to 11.2 cm from the connector pin. The abrasions was consistent with exposure to constant friction against another implantable device. This most likely contributed to the reported complaint of noise problem.